Event description:
It was reported that pump insulin gauge displayed amount different than expected, with pump showing 32 units while caller expected about 140 units, and caller was currently experiencing fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Customer had not completed air removal from cartridge, so technical support educated customer to perform cartridge air removal before filling, and customer chose to continue using current cartridge without loading new one and agreed to follow up if necessary.